Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow up. The implantable cardioverter defibrillator exhibited competitive atrial pacing, which resulted in atrial arrhythmia and mode switching. Programming changes were made, and the patient was in stable condition.